Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The stem fracture in the connection area left thr. The patient moaned about stress-related pain in the left hip joint since (B)(6) 2016 . A direct trauma can not be stated. Revision surgery was performed.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown device was reported. The event was confirmed after medical review method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: the direct cause of the stem fracture is quite evident. There is a large area of bone defect condition evident on x-ray around the proximal body section. As such, the proximal body has no bone support and thus an overload conditions exists. A fatigue fracture after due time is thus quite well imaginable. Conclusions: a review by a clinical consultant indicated: "the direct cause of the stem fracture is quite evident. There is a large area of bone defect condition evident on x-ray around the proximal body section. As such, the proximal body has no bone support and thus an overload conditions exists. A fatigue fracture after due time is thus quite well imaginable" if additional information and/or device become available, this investigation will be reopened.

Event description:
The stem fracture in the connection area left thr. The patient moaned about stress-related pain in the left hip joint since (B)(6) 2016 . A direct trauma can not be stated. Revision surgery was performed.